Manufacturer narrative:
Supplemental report to reference related manufacturer report numbers. This is one of six manufacturer reports being submitted for this article. Please reference: (B)(4).

Manufacturer narrative:
The date of the event is unknown; however, according to the article, the study period was from february 2009 to june 2018. Thus, the first day of the reported study period (1 february 2009) was used as the date of event. In this case, the exact valve size is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien xt transcatheter heart valve. There is no indication of valve explant or device return. This is one of six manufacturer reports being submitted for this article. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relative patient and procedural factors were not provided. However, the events may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time. Article reference: sharobeem, sam et al. ''Prognostic impact of permanent pacemaker implantation after transcatheter aortic valve replacement.'' Heart rhythm vol. 19,7 (2022): 1124-1132. Doi:10.1016/j.hrthm.2022.03.002 h3 other text: article reporting, no indication of device return.

Event description:
As reported through review of medical article from our affiliates in france, " prognostic impact of permanent pacemaker implantation after transcatheter aortic valve replacement" , corresponding author dr. Vincent auffret, the following event was identified as pertaining to an edwards device: 3 patients who had implanted a sapien xt valve in aortic position underwent a in-hospital permanent pacemaker implantation. This study was a single study where patients underwent tavr from february 2009 to june 2018.